Event description:
It was reported that guidewire met resistance. Clinician retracted guidewire back into needle and re-advanced needle. During second advancement with guidewire, guidewire wouldn't advance. At this point catheter was fully walked into the vessel and upon safeteying needle, needle wouldn't retract, and guidewire was not seen above needle instead was in the back housing of IV catheter. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that guidewire met resistance. Clinician retracted guidewire back into needle and re-advanced needle. During second advancement with guidewire, guidewire wouldn't advance. At this point catheter was fully walked into the vessel and upon safeteying needle, needle wouldn't retract, and guidewire was not seen above needle instead was in the back housing of IV catheter. No other information provided.

Event description:
It was reported that guidewire met resistance. Clinician retracted guidewire back into needle and re-advanced needle. During second advancement with guidewire, guidewire wouldn't advance. At this point catheter was fully walked into the vessel and upon safeteying needle, needle wouldn't retract, and guidewire was not seen above needle instead was in the back housing of IV catheter. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of guidewire damage was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 2.25¿ accucath ace peripheral IV catheter assembly. The catheter had been advanced and was not returned for evaluation. The safety was activated and the needle was partially withdrawn into the housing. The needle exhibited a 90 degree bend at the flash notch. The guidewire was coiled within the housing and the tip protruded from the guidewire advancer slot. A break was observed in the wire in the vicinity of the coil tip. The distal fragment was not returned. Microscopic inspection of the guidewire break revealed a granular fracture surface. A region of increased luster was observed. Inspection of the needle revealed deformation along the proximal edge. The guidewire fracture and needle bevel features were consistent with damage caused by retraction of the wire against the needle bevel at a sharp angle. The guidewire malposition was consistent with attempted advancement against resistance, such as into tissue or against the bend in the needle shaft.